Event description:
It was reported that the system was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. The system operates as intended. No further repair info is available.